Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the low pump flows could not be determined.

Event description:
Clinical narrative: a 61-year-old male with acute myocardial infarction complicated by cardiogenic shock, consistent with scai shock stage e, underwent placement of an impella cp via right femoral percutaneous arterial access on (B)(6) 2026 at 15:42 following pci complicated by thrombus in the left main coronary artery. Shortly after implantation, the physician reported recurrent suction events. The pump was repositioned without resolution of low flow. No cannula kinks were observed. The pump was explanted at 17:50 on (B)(6) 2026, after which thrombotic material was reportedly observed within the cannula. Given the patient¿s refractory shock, escalating high dose catecholamine requirements, and lactate >10 mmol/l, the clinical team determined there were no further therapeutic options, and care was withdrawn. This event involved a critically ill patient with refractory cardiogenic shock (scai stage e) who experienced persistent low impella flow and suction events despite repositioning and adequate anticoagulation. Although thrombotic material was reportedly observed in the cannula at explant, the device was not returned for evaluation, and definitive device analysis could not be performed. The patient¿s death occurred in the context of severe underlying disease and withdrawal of care due to futility, and no causal relationship between the device and the patient¿s outcome can be conclusively established based on the available information. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.